Manufacturer narrative:
The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a sling procedure performed on (B)(6) 2016. According to the complainant, on january 6, 2017, the patient experienced extreme pain. The physician had to do a surgery to remove the sling from the patient.